Event description:
It was reported that a clearlink paclitaxel set had a leak. The leak was observed to be "in the tubing where the pvc section and regular tubing section come together." This was observed when the unknown chemotherapy was "being ready to be infused." It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up report will be filed if any additional relevant information becomes available.